Manufacturer narrative:
The incident has been reported to MFR with few explantation in 2007. Add'l info was claimed. Results of analysis will be developed in a follow-up report.

Event description:
The shunt was implanted in the pt during 4 months. The surgeon found the shunt defective, so he removed it. The customer request to check the valve.